Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a shaft break occurred. The target lesion was located in the first diagonal artery. The 8mm x 2.25mm nc quantum apex balloon catheter was advanced and dilated in the first diagonal artery. When removing the balloon catheter, resistance was felt at the distal part of the guide catheter. The physician removed the balloon catheter from the patient successfully. Upon removal of the balloon catheter, the shaft separated in two outside the patient. All portions of the balloon catheter were removed intact. Additional information provided mentioned that another wire was used during the procedure and the physician thought that wire may have entangled with the balloon catheter which cased the device removal issues. The procedure was completed with this nc quantum apex balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device code 1069 relates to component code 955. Device code 1528 relates to component code 3038. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a shaft break occurred. The target lesion was located in the first diagonal artery. The 8mm x 2.25mm nc quantum apex balloon catheter was advanced and dilated in the first diagonal artery. When removing the balloon catheter, resistance was felt at the distal part of the guide catheter. The physician removed the balloon catheter from the patient successfully. Upon removal of the balloon catheter, the shaft separated in two outside the patient. All portions of the balloon catheter were removed intact. Additional information provided mentioned that another wire was used during the procedure and the physician thought that wire may have entangled with the balloon catheter which cased the device removal issues. The procedure was completed with this nc quantum apex balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis with a complete separation of the shaft noted. An examination of the returned device found that the midshaft was separated 114cm from the strain relief and 29cm from the distal tip. The distal portion of the midshaft had numerous kinks and was stretched. The distal tip was damaged. The shaft sections at the separation locations appeared stretched and necked down indicating tensile overload. There was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).